Event description:
During a lobectomy procedure, the stapler jammed on the tissue after firing. The surgeon resected the instrument off the operation site and applied another device.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA.